Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced chest pain in the center of the chest for three weeks post-surgery, physician had to apply pressure on the device site and inquired about the use of a magnet during surgery. In addition, patient had an episode and took medicines and felt better. Boston scientific technical services discussed the use of a magnet to the patient and further referred to the cardiologist to address chest pain and other medical information. As of this time, this ICD remains in service. No additional adverse patient effects were reported.